Manufacturer narrative:
Product ID: 3778-60 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: lead product ID: 3778-60 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: lead product ID: 37754 lot#: serial#: (B)(4) implanted: explanted: product type: recharger product ID: 37744 lot#: serial#: (B)(4) implanted: explanted: product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's lead had migrated. The patient's stimulation had changed. An x-ray was conducted and confirmed lead migration. The physician conducted a lead revision procedure on (B)(6)-2012, and was able to place the lead at the patient's therapeutic level. There were no adverse events or patient symptoms/injuries reported or related to this event.